Event description:
It was reported that the programmer displayed an error message at power up. Technical services (ts) had the caller cycle the power; subsequently, the error cleared and the programmer was restored. Of note, the programmer has been used on multiple patients since the call to ts with no issues. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).